Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent catheter broke. The lesion being treated was located in the right coronary artery (rca). The physician was unable to cross the lesion with the taxus express2 2.50x 8 mm drug eluting stent. When he removed the stent delivery system from the wire it was noticed that the catheter was broken. No pt complications were reported.